Event description:
Information received with return of the explanted device notes that the battery impedance values varied between 5 kohms and 15 kohms. The current drain and battery voltage were normal. There were no consequences to the patient and the patient's condition was good.